Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the nurse was unable to issue tablet, because it was not appearing under the patient profile. She stated that medication order submitted through hl7, but order was not showing in the mql. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the hl7 was down. A technical support specialist advised the user to repush and resend the messages. Once this was completed, the item began to display on the cabinet. The system functioned as intended after the technical support specialist inspected the issue.